Event description:
Philips received a complaint by the customer on the v60 indicating that the devices battery does not work. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that the device does not work with battery it only works when plugged into the electrical. Confirmed battery is expired. The rse dispatched an field service engineer (fse) for repair. The investigation is ongoing.

Manufacturer narrative:
H10: e1- (B)(6).

Manufacturer narrative:
Upon further investigation, the following has been reported, it was confirmed by a good faith effort (gfe) response, that the battery was not defective, nor did it give an error message, the battery works correctly, it was only recommended to the customer to change it due to expiration (battery over 5 years old). No malfunction with the device. Therefore, this complaint no longer meets reportability requirements. Per v60 service manual: recommended replacement every 5 years based on the date of manufacture recorded on the battery label.